Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer performed the fill tubing process while connected to the pump earlier in the day and delivered 10.2 units of insulin. Reportedly, the customer's blood glucose level was not impacted as the customer ate breakfast at the time of the event. The customer's blood glucose level was 230 (mg/dl) at the time of the report.